Manufacturer narrative:
Follow-up information received on 05-nov-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2505). Consumers boyfriend reported that she had essure inserted in (B)(6) 2013 and immediately began to have heavy periods with large blood clots, chronic pelvic pain, sharp / shooting pains in her pelvic area, forgetfulness, brain fog, swelling in abdominal area, chronic fatigue and totally loss of sex drive. In (B)(6) 2015, at the age of (B)(6), she had a hysterectomy to remove essure. The difference was noticeable immediately. All of the pains were gone, the brain fog, fatigue and swelling was gone. She spent days in pain and suffering before the surgery. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a hysterectomy to remove essure 2 years after its insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. Given the nature of the reported event, lack of a plausible alternative explanation and considering that the event resolved after hysterectomy and essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0766, awareness date 28-aug-2015). It refers to a female consumer on unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that she experienced chronic pelvic pain, chronic back pain, shooting pains in tubes, lack of libido, brain fog and joint issues. On (B)(6)2015, she had a hysterectomy at (B)(6) (uterus, tubes, cervix and devices were removed). Immediately, all her issues disappeared. Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a hysterectomy with essure removal on an unspecified time after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. Given the nature of the reported event, lack of a plausible alternative explanation and considering that the event resolved after hysterectomy and essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy and essure removal). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Legal claim received on 26-apr-2016: the plaintiff had essure implanted in (B)(6) 2013. After being implanted with essure, she began to suffer from severe pelvic pain, joint pain, loss of libido, severe changes in menstrual cycles, and persistent confusion. She had to have a hysterectomy as a result of essure. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a hysterectomy to remove essure 2 years after its insertion. This event was considered serious due to its medical importance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. Given the nature of the reported event, lack of a plausible alternative explanation and considering that the event resolved after hysterectomy and essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Upon follow up, a legal claim was received. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 23-oct-2015: consumer was implanted with essure in (B)(6) 2013. Almost immediately, she began having chronic pelvic and lower back pain, her libido completely disappeared and she had joint issues and pretty bad brain fog (previously reported). She has suffered from minor depression, hair loss, joint issues, fatigue and had very heavy periods/ large clots. She had a hysterectomy on (B)(6) 2015. The next day, almost all of her symptoms disappeared. She truly believes essure was the cause of all of her pain and other symptoms. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a hysterectomy with essure removal on an unspecified time after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. Given the nature of the reported event, lack of a plausible alternative explanation and considering that the event resolved after hysterectomy and essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy and essure removal). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.